Manufacturer narrative:
Fiber analysis: the fiber's metal cap was found not to be detached; the glass cap was detached and was not returned. The fiber was broken proximal to the fusion zone. The metal cap showed signs of burnt on detritus. Not unable to confirm any evidence of burned and charred glue residue due to the missing glass cap. Based on the analysis findings, a detached glass cap may also result in a forward firing condition of the side-firing surgical fiber. The probable root cause that contributed to the device failure was related to heat accumulation due to tissue contact and/or anatomical/procedural factors encountered during the procedure. Reference: MFR report number: 2937094-2013-00051.

Event description:
It was reported that during a prostate procedure, the "fiber cap detached outside of the pt" at 89,620j. The physician used a second fiber and had fiber cap damage at 189,520j; a third fiber had fiber cap damage at 228,090j. The case was completed with a fourth fiber. Reportedly, there were "no damages to the pt". This report is for the second fiber.